Manufacturer narrative:
It was reported by the facility that a donor had a hemoglobin finger stick and small piece of metal debris had to be removed from her finger by a physician. According to the facility, the donor had the finger stick on (B)(6) 2022. On (B)(6) 2022 the donor reached out to the facility stating she had discomfort in the finger used for the stick. She was advised to see her physician. On (B)(6) 2022 the donor saw a physician who located a small piece of debris in area of the needle stick and had it removed. According to the facility the donor states that she is, "fine and feeling much better." The sample was not returned for evaluation. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported by the facility that a donor had a hemoglobin finger stick and small piece of metal debris had to be removed from her finger by a physician.